Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) missing segments. Analysis also found the upper case and lower case are broken/contaminated. Battery release, battery drawer, and battery flex are contaminated. Two side bail covers, ring cover, and lead flex cover are broken. One case screw, two side bails, and ring are missing. Battery contacts are compressed/contaminated. Encoder flex is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lower screen on the epg (external pulse generator) display is missing pixels. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.